Manufacturer narrative:
Summary of evaluation: the evaluation results suggest that the pt suffered an adverse reaction to the product. This type of reaction is known and well documented in the product literature.

Event description:
Pt with known health risks fractured her hip and was taken to o.r. For implantation of bipolar prosthesis (exactech #2stem 130mm) using medium artisan bone plug (catalog number 6215-5-011) and 1 batch simplex cement, hand mixed and finger-packed into canal. Canal was reamed to 13mm broached to size #2. Thoroughly lavaged and dried. Stem inserted and within 2-3 minutes, the pt's bp dropped significantly with code blue designation twice. Emergency resuscitation efforts were unsuccessful.